Event description:
Additional information received reported, the patient still had concerns regarding his device or therapy but was working with his doctor and/or manufacturer representative. It was noted the patient had an appointment scheduled for (B)(6).

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3389s-40, lot# v635829, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
The stimulation was turning off. The ins turned itself off 3-4 times: 2 days ago, 3-4 weeks ago and sometime before that. It takes time for the patient to realize the ins was off. It ¿took me a day to realize it¿s off¿. He cannot walk when the ins was off. There was no known accident or incident related to this complaint. He does not use the stimulation on/off button when he uses the programmer. There was no way he accidentally turned the stimulation off. He has told his hcp about the ins turning off and the hcp was not concerned. The patient was currently in hawaii but hopes to see his hcp soon. Additional information has been requested.